Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff pressure dropped and it was unable to retain pressure after 36 hours of use. It was reported that the tubing was checked after the incident and the cuff was leaking. It was reported that recannulation was done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.